Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and it was noted during the pre-implant bav that the patient developed a heart block. Also, it was indicated that the patient had the valve implanted at a final depth of zero mm, which is not deeper than the optimal 3mm. Based on the information reviewed, the cause of the reported incident appears to be due to procedure conditions. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was selected for implant using a small flexnav delivery system. The patient had the following annular dimensions, valsalva diameter of 25mm, valsalva sinus height of 15mm, and a circumference of valve ring diameter of 64mm. Prior to introduction of the 23mm navitor valve and small flexnav delivery system, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-abbott device. It was noted during the pre-implant bav that the patient developed a heart block. The navitor valve was sized by measuring the patient's annulus and via 3d computed tomography (CT) imaging. The navitor valve was successfully implanted with no reported difficulties, but it was noted that the heart block persisted even after implant. It was also noted that the final implant depth of the 23mm navitor valve was 0mm. The decision was made to return the patient to the intensive care unit (ICU) with a temporary pacemaker inserted; no other intervention was performed. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient was in stable at the time of report and being followed up on.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.